Event description:
The device was implanted on 6/14/94 for infusion of baclofen. On 1/6/97, the MFR received a response to a device tracking polling letter from the physician which states that the device was explanted on 10/18/96. "Declining flow rate" was given as the reason for explant.